Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with noise on the pacemaker. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of signal artifact and noise was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including output verification, and cross talk test did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which found to be normal without any potential issue. There were no device anomalies found that could contribute to the reported events. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.